Event description:
Received info reporting a problem with the lead during implant. The physician was unable to introduce any of the two green stylets into the lead. The white stylets would fit fine, but none of the green. The green stylets seemed to be thicker than the inner lumen of the lead. For proper positioning in this pt, a rigid stylet was necessary. The physician opened a new octopolar lead whose green stylet fit properly into the lumen. The implant was completed successfully and the pt is well.

Manufacturer narrative:
(B)(4).